Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. It tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. No information to suggest a device related adverse event or product problem was received. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry conditions, which was the result of lifted hybrid bond wires.